Event description:
7/29/2025 - we received a call from a patient informing that the ingested capsule was removed as it was retained and also mentioned that they have diverticulosis and mild gastric stenosis. Patient will be mailing the capsule to capsovision frm-0089c capsule incident questionnaire was sent to the customer to obtain additional information. Completed frm-0089c was received indicating that the patient had chronic constipation. The form also stated that the "patient endorsed ongoing constipation and despite recommendation to reschedule, chose to complete the procedure. Patient then called on (B)(6) 2025 stating the capsule had not passed. Abd xray on (B)(6) 2025 showed the capsule in central inferior abdomen. CT recommended and completed on (B)(6) 2025 which showed the pill appeared in the transverse colon. Customer gave patient bowel prep with golytely in (B)(6) 2025 which per the patient did not work. The patient was notified of a need for another CT and possible endoscopy and colonoscopy on (B)(6) 2025 which were not completed. The patient then presented to ed with complaints of back pain. CT scan noted the capsule to be in the pylorus of the stomach. Egd was completed on (B)(6) 2025 where a stricture of the pylorus and capsule were removed from the first part of the duodenum" (B)(6) 2025 - we received the capsule at the download center but the procedure showed as "cancelled", therefore the customer was notified. (B)(6) 2025 - the customer re-created the procedure and the video was successfully uploaded into capsocloud. Since the capsule worked as intended and the issue was caused by the pre-existing condition, no further action is required.

Manufacturer narrative:
7/29/2025 - we received a call from a patient informing that the ingested capsule was removed as it was retained and also mentioned that they have diverticulosis and mild gastric stenosis. Patient will be mailing the capsule to capsovision frm-0089c capsule incident questionnaire was sent to the customer to obtain additional information. Completed frm-0089c was received indicating that the patient had chronic constipation. The form also stated that the "patient endorsed ongoing constipation and despite recommendation to reschedule, chose to complete the procedure. Patient then called on 6/26/2025 stating the capsule had not passed. Abd xray on 6/27/2025 showed the capsule in central inferior abdomen. CT recommended and completed on 7/8/2025 which showed the pill appeared in the transverse colon. Customer gave patient bowel prep with golytely in 7/15/2025 which per the patient did not work. The patient was notified of a need for another CT and possible endoscopy and colonoscopy on 7/17/2025 which were not completed. The patient then presented to ed with complaints of back pain. CT scan noted the capsule to be in the pylorus of the stomach. Egd was completed on (B)(6) 2025 where a stricture of the pylorus and capsule were removed from the first part of the duodenum". 8/4/2025 - we received the capsule at the download center but the procedure showed as "cancelled", therefore the customer was notified. 8/8/2025 - the customer re-created the procedure and the video was successfully uploaded into capsocloud. Since the capsule worked as intended and the issue was caused by the pre-existing condition, no further action is required.